Manufacturer narrative:
Evaluation: unfortunately, without having the returned product to conduct a full investigation (or photos), we were unable to establish a definitive root cause. In addition, no lot number was provided, therefore we cannot perform a device history review. It was mentioned in the email notification that the device had been used "several times" and that it was placed into use 1.5 years prior to this event. We can only speculate as to what may have happened. The following information was provided by engineering who has investigated similar complaints in the past: there were several evaluations in the past of us 354s that actually were sent back that invariably showed signs of being misused and/or beyond life expectancy. When the cord is used repeatedly, the copper wire naturally becomes more brittle as it ages. As the copper becomes more brittle, the strands will break more readily. As fewer and fewer strands are left intact, the load on the remaining strands increases, and could lead to the type of failure noted by the customer. This can be exacerbated by exertion of unusual pull forces on the connectors (i.e., "yanking" the connector off of the end of the instrument by the cable instead of grasping the connector itself and removing it). The mp cord IFU is quite specific about how to properly handle and inspect the cords, and when these cords fail in this manner, it has always been because those instruction were disregarded. Without further input or the suspect device to examine, we will be closing our file, but we will continue to monitor should this event happen in the future.

Manufacturer narrative:
If additional information / investigation results are available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a monopolar cable, per information received via medwatch (B)(4). In (B)(6) 2020 a laparoscopic cholecystectomy procedure was performed. The cable (foot pedal monopolar cord) was connected to the electrocautery machine and after the surgeon had used the device several times, it caught on fire near the connection closest to the machine. The cord severed and fell on the drape away from the patient's body. The sparks/fire were extinguished right away. There was no patient harm. Additional information was not provided.